Event description:
During a very straightforward aaa case in late 2008, the patient did not have tortuosity. With the lunderquist wire in place there were no problems advancing the flex main body graft. The device deployed in a normal manner down to the contralateral limb. The physician tried to remove the black trigger wire but it would not budge. Additional tension would "bow" the graft. The physician called a cook representative. She suggested pulling back/rotation on the pink hub, etc. That did not work either. Next suggestion was to rotate the grey positioner. That was able to free the trigger wire for removal. The rest of the case proceeded without incident. Patient is dong fine.

Manufacturer narrative:
The development of the zenith device successfully competed all verification and validation activities showing the device met the design requirements and that the requirement met the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings precautions, and the correct deployment procedure. The IFU also recommends using a cook lunderquist extra stiff wire guide (les). Use of this specific wire guide could prevent/reduce the failure mode from occurring and/or reduce the probability of the worst-case severity that could occur. A physician reference manual is available to all using physicians, which lists trouble-shooting techniques that, if followed, could reduce the occurrence or reduce the likelihood of the worst-case severity that could occur. The proximal trigger wire contain an etch mark that is specified to be at certain location. Location of this etch mark is verified on each device. The proximal trigger wire is verified to be placed/routed properly on the delivery system and through the appropriate locations on the stent graft on each device. Change has been implemented to the loading procedures that will possibly prevent damage to the trigger wire. Product was not returned but the complaint is considered confirmed, as it is consistent with other field complaints. We have notified the appropriate individuals and we will continue to monitor for similar events.